Event description:
It was reported by service report that the siderail was broken exposing sharp edges and could not be raised or lowered and lock in full up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.